Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The reported symptom of "intermittently turns off" could not be reproduced nor be qualified due to the absence of "improper shutdown" entries in the history log. "Improper shutdown" is always the product of a pump shutting off by itself other than following a dead battery alert. Baxter's device evaluation found a system error 322 entry in the history log during the infusion segment. The history log shows that after the system error 322 the unit was powered off by a user as indicated in the log as "pump off". Unit experienced system error 322 during testing caused by a failed upper auxiliary flex. It is likely the customer misinterpreted the system error 322 as the pump turning off. The upper auxiliary flex was replaced. The customer will be issued a replacement device.

Event description:
It was reported that a pump intermittently turns off and that this occurred during an infusion in ccu. The therapy was interrupted. It was also reported that there was no patient injury.